Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on radius side assessed, as surgical damage. And missing shell assessed, as inconclusive. Two openings on posterior assessed, as surgical damage. Additional observations: nicks are observed. Assessed, as surgical tool scratch like. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2, d4, g4, h4, h6.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted and replaced.